Event description:
The doctor attempted to place resolute 3.0 x 9mm des stent in a tortuous coronary artery when the stent became dislodged from the catheter and was lost in the body. Unable to locate the destination of the stent under fluoroscopy. The patient was discharged to home without incident.